Manufacturer narrative:
Reported event is confirmed. Customer event "after using the ablator for a while, it broke the side and sparked" was confirmed based on photographic evidence and device evaluation. Visual examination of the returned used device found the coating (insulation) burned at the ablator head. The tip ceramic appears intact. The electrode appears to have been used based on the condition of the active electrode showing signs of activation. Examination performed could not find any other discrepancies with returned used lightwave. Excessive twisting forces inside a cannula may have attributed to the failure of the insulator or incidental hitting of another hard object. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: lightwave ablators must only be used in a conductive fluid medium to avoid insulation damage. If any visual defects are noticed in the insulation, or the ceramic/insulation is damaged in any way, stop using the device immediately and replace the device. High power generator settings, and prolonged use, may result in damage to the insulation, melting of the electrode tip or increased risk of patient burns. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation, and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the ia-2379 was being used during a rotator cuff reconstruction on (B)(6) 2020 when, "after using the ablator for a while, it broke the side and sparked." After further assessment, it was found, "there was a rupture of the side, not broke according to the customer. Not fragment or component were observed." There was no report of fire, flames or arcing. There was no report of injury, medical intervention or hospitalization for the patient. The surgery was completed with an alternate same device. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.